Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned instrument confirmed the complaint. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that several items that the central sterile department at memorial have requested to be replaced. 2 femoral impactors have cracks on each notch, 28 head ball trial has a piece chipped off the skirt, I have 3 grater handles that appear to the peg in shaft missing on 2, and a warped spring on 1. The head impactor has chips on edges. I am returning each item so the damage can be viewed. Nobody was injured, I am returning all, this did not delay surgery.